Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va12mye, implanted: (B)(6) 2016, product type lead.

Event description:
The patient reported that she had uncomfortable and painful stimulation. There was also pain at the implantable neurostimulator (ins) site. These issues have occurred since implant. The stimulation vibrated no matter if turned up or down at the same level. She felt the stimulation continually; she thought she had it at 2.0 and she could put it down to 0.9 and would feel the same vibration. She thought her leads had moved. The patient noted that when she had the trial her body adapted to the stimulation; she felt the stimulation and then it faded. If she knew the implant was not going to be like the trial, she would not have wanted it. She was on program 2 as of (B)(6) 2016, but the stimulation was turned off. The doctor told her to call in and have the manufacturer switch her to a different program. The patient had not tried any other programs and was assisted in switching to program 3. She turned turn it on and felt the stimulation in her butt cheeks, so wanted a different program. She ended on program 4 at 2.2 volts and would leave it there for a few days. The stimulation was in the correct location. The patient's indication(s) for use were gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.